Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall that persisted despite multiple restarts, and the user was advised to discontinue use and proceed with replacement; the device was identified by serial number (B)(6) and the user¿s blood glucose was reported at 128 mg/dl with no impact to glycemic status. Symptoms included no adverse clinical effects. Outcomes included product replacement and instructions to return the original device, sync data via the mobile app, shut down the device to avoid further alerts, and complete start-up on the replacement device. Investigation included review of the user¿s report, verification of shipping and return logistics, and collection of device data upon receipt. Investigation of this device revealed a device mechanical malfunction consistent with a motor stall alert within the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.